Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b1, b2 and h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, DHR requested - other reasons. The customer reported hyperglycemia, diabetic ketoacidosis, diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, ems/ambulance/ER visit. Treatment for high high blood glucose hospitalized for 4 days due to diabetic ketoacidosis,. The event involved product(s) mmt-1880l, mmt-386a, mmt-7020la, mmt-332a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. Customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880l will be returned for analysis. No product return is required for mmt-386a. No product return is required for mmt-7020la. No product return is required for mmt-332a.